Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 433 mg/dl. The customer's mother states they have issues with sensor glucose level largely different than blood glucose level. Customer's mother declined to troubleshoot for high readings. The customer treated with bolus through insulin pump. The customer's mother will call health care provider. The product will not be returned for analysis.